Manufacturer narrative:
The reported event was unconfirmed. Received two (2) photo samples. First photo sample showcases 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Second photo sample showcases catheter partially inflated. Visual inspection noted a 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labelling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water leaked due to the foley catheter balloon defect during a pretest. Per follow-up information received from ibc on 04oct2023, stated that the customer complained against the sterile water leak due to the balloon defects. No obvious visible defects were found to the balloon. The water leakage occurred before use on the patient and the sample was not used.

Event description:
It was reported that the sterile water leaked due to the foley catheter balloon defect during a pretest. Per follow-up information received from ibc on 04oct2023, stated that the customer complained against the sterile water leak due to the balloon defects. No obvious visible defects were found to the balloon. The water leakage occurred before use on the patient and the sample was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.